Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was due to an open f600 fuse. This resulted in a 12v short on the ca board, as well as the pcb being burnt. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.